Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and tibial loosening approximately five (5) years post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.